Event description:
It was reported that cartridge did not fully snap into pump while customer was using pump with case attached. There was no reported impact to the customer¿s blood glucose level. Customer removed case, inspected pump and pneumatic tap area, removed loose o-ring, cleaned area with cloth as instructed, confirmed cartridge o-ring was intact, and successfully reloaded cartridge using load menu, after which insulin therapy was resumed successfully.